Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was taking care of a patient on the arctic sun device and stated that device gave an alert but did not say specifics. The biomed stated that the device was off patient, and they had run diagnostics. Per follow up information received on 03mar2022, biomed stated the alerts the device was given were alerts 01 (patient line open) and alert 02 (low flow). Biomed was able to resolve the issue on their own and did not give details on how the issue was resolved. The reported issue was found during patient use and had no reported injuries, it was unknown if therapy was completed on the device. Tech support suggested if alerts returned to check system hours and perform 2000 hours preventive maintenance if necessary. The device would not be sent in for repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device was operating appropriately per biomed evaluation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nurse was taking care of a patient on the arctic sun device and stated that device gave an alert but did not say specifics. The biomed stated that the device was off patient, and they had run diagnostics. Per follow up information received on 03mar2022, biomed stated the alerts the device was given were alerts 01 (patient line open) and alert 02 (low flow). Biomed was able to resolve the issue on their own and did not give details on how the issue was resolved. The reported issue was found during patient use and had no reported injuries, it was unknown if therapy was completed on the device. Tech support suggested if alerts returned to check system hours and perform 2000 hours preventive maintenance if necessary. The device would not be sent in for repair.